Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm. Customer reported to have changed battery and received a battery error alarm. It was also reported that button were not responding. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected weak battery alarm was noted. The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the battery tube threads, minor scratches on the display window and a missing end cap sticker.